Manufacturer narrative:
It was reported that "patient's doctor's office called to advise the patient's catheter split at the top and causing leakage. Can't secure to bag because of the split". No additional information was available despite efforts to obtain. A sample was requested to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Catheter split and leaking.